Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Device evaluation: analysis of the returned device identified creases fold, wear abrasion and opening(curved) on posterior and radius. Leak test and microscopic analysis were performed which identified a striated opening on radius, opening crease(smooth) on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a striated opening on radius due to surgical damage consist in the use of a surgical tool, and an opening crease(smooth) on posterior due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.